Event description:
The patient developed an occlusion at the angio-seal site 2-3 weeks after deployment requiring surgical intervention to restore adequate blood flow to the patient's femoral artery. Review of the femoral angiogram revealed the puncture site at the bifurcation of the superficial femoral artery and produnda femoris artery.